Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation. See mrd #'s: 2937457-2013-00524, 00525, 00526, 00527, 00529.

Event description:
It was reported by the user facility that the saline bag was filing during recirculation. The saline bag appeared to have filled during recirculation mode. A patient was not connected ot the machine at the time of the incident. No patient involvement. During a followup, it was reported that the tubing connected to the back of the flow relief regulator had begun to leak, causing fill programs, the following was performed; the flow relief regulator was tightened as a precaution, the tubing to the back of the regulator was replaced. There has been no issues since.